Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver sheared off during a case.

Manufacturer narrative:
Correction: h3: yes. H6: investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms that the distal hexalobe of the driver has completely sheared off. This is likely a result of excessive force applied during screw insertion. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.